Manufacturer narrative:
Section a2: mean age was 78.7 years. Section a3a: the cohort included 11 males and 9 females. Sections a3b, a4, and a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is 11 november. 2024. The study includes patients who underwent surgery between january 2022 and march 2023. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: complete number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: n/a, lens remains implanted. Section h3: the device was not returned for evaluation. The serial number is not available for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - clinical code 4581- no code available (device dislocation). Citation: marco pellegrini1,2,3, ginevra adamo1,2, michele nardella1, 2, laura sarti1,2, pietro maria talli1, francesco nasini1, and marco mura1,4; european journal of ophthalmology 2025, vol. 35(4) 1207¿1212 © the author(s) 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: literature title: visual and refractive outcomes of trocar-assisted intrascleral three-piece intraocular lens fixation. A retrospective study was done to report the visual and refractive outcomes of trocar-assisted sutureless intrascleral three-piece intraocular lens (iol) fixation, and to compare the accuracy of different iol power formulas in this setting. A total of 20 eyes of 20 patients underwent trocar-assisted sutureless intrascleral three-piece iol fixation (off-label). The sensar ar40e/ar40m iol (johnson & johnson vision) was implanted in 7 eyes, while the CT-lucia 602 iol (carl zeiss meditec) was implanted in 13 eyes. Postoperative adverse events reported in the sensar ar40e/ar40m group included haptic dislocation in 2 eyes, vitreous hemorrhage in 1 eye, cystoid macular edema in 1 eye, and transient ocular hypertension in 2 eyes. Haptic dislocation required repeat surgical intervention, with successful re-enclavation performed in all affected cases. Other adverse events, including vitreous hemorrhage, cystoid macular edema, and ocular hypertension, were managed conservatively with favorable outcomes.